Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and flush drive support disk. No alarms for a compromised force sensor system could be verified due to the motor error alarms. The insulin pump was received with minor scratches on the display and reservoir windows, cracked battery tube threads, cracked case at the display window corners, a broken reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported that he received an alarm on the insulin pump during prime process. During troubleshoot; the customer stated that the device has not been dropped recently; it was dropped before but it had no problems. Customer stated that the drive support cap on the insulin pump is protruded. Blood glucose value 135 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.